Manufacturer narrative:
Continuation of d10: product ID: 8780, lot#serial#: (B)(6), implanted: on (B)(6) 2023, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(6), ubd: 19-jul-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) and bupivacaine via an implantable pump. It was reported that the patient had suboptimal pain relief since implant. Her pump was implanted for low back pain and the catheter tip was placed at t7 and anterior. The patient was taken to the operating room today for a planned catheter revision. The physician began by opening up the midline lumbar incision and dissecting down to the existing catheter and spinal segment. Once the anchor was exposed, he retracted the catheter back under fluoroscopic guidance from t7 to t10. He confirmed that the catheter tip was posterior. He created a loop with the catheter and placed it back in the midline incision. Incisions were then irrigated and closed. There were no changes to the existing catheter.